Event description:
Device malfunction: suture break, difficult to remove, food detached and missing. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician in training in the use of the perclose proglide device attempted arteriotomy closure after an interventional procedure. Resistance was met when the plunger was being depressed, but it continued to be forcefully depressed until the collar was touching the body of the device upon plunger removal there was no suture present. The physician returned the lever to its original position and attempted to remove the device unsuccessfully. He lifted the lever up and down two more times in a retrieval effort. The device was ultimately removed with force. After device removal it was noticed that a foot was detached and missing. The detached foot could not be found. The patient is being monitored. Manual compression was used to achieve hemostasis. Reportedly, the patient has a history of prior to arteriotomy in the target groin. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.